Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4574 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that post-operative the right atrial (ra) lead was suspected of dislodgement due to noted loss of atrial capture and interrogation revealed intermittent atrial capture. Therefore the ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.